Event description:
Medtronic received a report that a patient experienced symptomatic anemia following a pipeline implant, and was hospitalized from (B)(6) 2023 to (B)(6) 2023. The patient presented with dizziness, dyspnea on exertion, and fatigue. They were given a lactated ringer's (lr) bolus and seen by the gi team. They underwent scope which revealed normal esophagogastroduodenoscopy (egd) and no active blee d. Video capsule endoscopy (vce) was attempted, but the patient grew restless. The event recovered/resolved with sequelae on (B)(6) 2023. The event was not the result of a device deficiency, and was not a new or worsening of existing neurological deficits. The site assessed the event as not related to the disease under study, the device, the procedure, or antiplatelet medication. Cec assessed the event as possibly related to the procedure and antiplatelet medication. The patient had undergone treatment for a sidewall, saccular aneurysm located in the c6 segment of the right internal carotid artery. The max diameter was 5mm, the dome height was 4.5mm, the dome width was 4.4mm, and the neck size was 2mm. The parent artery diameter was 4.1mm distal and 3.8mm proximal. The pipeline was successfully implanted with wall apposition and neck coverage achieved. Access was via the right radial artery. Ancillary devices include a phenom 27 microcatheter, armadillo 7f guide catheter, and esperance 5f support catheter.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg (unknown); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no cause determined for the symptomatic anemia.